Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has intermittent false air in line error messages (when tubing is already primed/no air present). Four instances of false air in line alarm over the past four months. It is unknown if there was patient involvement.

Event description:
Pump has intermittent false air in line error messages (when tubing is already primed/ no air present). Four instances of false a-I-l alarm over the past four months.

Manufacturer narrative:
One device was received for evaluation. Service history review identified this device has not been in for service in the previous 12 months. The event history log was reviewed. The reported issue was confirmed as the air detector was defective and old. The mainboard version too was old. The air detector and mainboard were replaced to fix the issue. The device then passed all functional tests after the repair.